Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the zapping was not determined, but the interrogation of the device came back with normal in range measurements. The device was explanted and replaced. The devices are not expected to be returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v239703, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v239703, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) reported that the patient had a zapping/shocking sensation near the implantable neurostimulator (ins) pocket area as of about a week prior to date notified. It was stated that it has become more frequent with time. Impedance measurements were taken with all values within normal range and not elevated. There were no falls or trauma related to the issue. Later on date notified the rep reported that the shocking happened once when they were with them and the patient is going into surgery to have the battery replace, is going to be scheduled soon. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins 37602 activa sc neurostimulator s/n (B)(4) found insignificant anomalies, and that the stimulation ins was in not new condition. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Event description:
No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.